Manufacturer narrative:
Date sent: 2/18/2009.

Event description:
It was reported post-op to a lap gastric band procedure, the tubing had disconnected from the velocity port. The patient will undergo a reoperation to replace the port. There were no problems during the procedure.